Event description:
It was reported that after removal of a plaster cast on the lower leg that some alleged damage was noted on the patient's skin. The location of the alleged damage was reported to be in the middle, outside and inside of the lower leg. The type of extent of the alleged damage to the patient's skin was not reported. In addition, no answer has been provided to date from the account on whether any additional intervention was taken on the alleged damage to the patient''s skin. It was reported that during removal of the cast the patient had to be restrained by the patient's family and a staff nurse.

Manufacturer narrative:
Device not returned to manufacturer for evaluation.